Event description:
During surgery for total hip replacement, when the surgeon performed final screwing of the cancellous screw, the tip of the screw driver shaft broken, and the tip was left in the patient. Since it was unable to remove the broken tip, the surgeon left it in the patient and completed the surgery.